Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient never experienced effective relief from the scs system. X yay confirmed that the lead is in the originally implanted location. The scs system was reprogrammed multiple times to no avail. As a result, surgical intervention may be pending to address the issue.